Event description:
It was reported that there was intermittent oversensing noted on the right atrial (ra) lead associated with this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) recommended potential programming changes to reduce oversensing for this device. The crt-d and ra lead remain in service. No adverse patient effects were reported.